Event description:
Description of event according to initial reporter: a (B)(6) female patient underwent an ivc filter placement on (B)(6) 2022. Left side fem vein approach. Normal approach from right fem vein was occluded. Patient exhibited back pain. Date of retrieval was (B)(6) 2022. Unable to retrieve filter from jugular approach with a snare and sheath due to extreme tilt. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.